Manufacturer narrative:
Lot # - 18c051 and 18d048. The actual devices were not available; however, photographs of three samples were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported no flow condition could not be verified through evaluation of the returned photographs. A batch review was conducted for lots 18c051 and 18d048 and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. It was reported that there was no flow through five (5) large volume infusors. These no flow events were observed during patient infusion. There were five patients involved with no patient consequences. No additional information is available.